Event description:
Boston scientific received information that some episodes of noise were noted in the logbook on the shock channel and anti-tachycardia pacing (atp) delivered. No troubleshooting has been performed. The patient implanted with this implantable cardioverter defibrillator (ICD) is in a nursing home and may have had some sort of procedure or therapy. The physician reprogrammed the device and the patient will be monitored for now. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.